Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-65 lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed increasing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.